Manufacturer narrative:
Findings: pump passed functional testing, including the operating currents test, self test, error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. Pump was monitored for several days with no blank display anomaly, unexpected failed battery alarm or battery icon display anomaly noted. No damage found on c13/lcd isolation tape noted. Pump had cracked case at display window corner, reservoir tube lip, minor scratched and cracked display window.

Event description:
A customer reported via phone call indicating a failed battery test on their insulin pump. The customer's blood glucose level was unknown at the time of the incident. The customer was informed that energizer aaa alkaline batteries are most effective. The customer was also informed that batteries should be stored at room temperature and be used within expiration date. The customer was assisted with the issue and was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.